Manufacturer narrative:
Implant date: (B)(6) 2019.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to balloon migrated into the scrotum. The aus balloon was explanted and replaced with a new aus balloon.